Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 of lot number c1687919 was returned to cirl open in its original packaging. An additional file ((B)(4)) has been opened to address the negative feedback in this investigation of the "pig tail curl is too tight/small" and "please consider change of the material and/or curl size" lab evaluation: the device involved in the complaint was evaluated in the laboratory on 21st february 2020. A kink was noted at the 2nd and 4th porthole on the tapered end. A 0.035 wireguide does not pass the kinks. Image review: n/a. Documents review including IFU review: prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-7 of lot number c1687919 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1687919. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent kinked when the user attempted to advance over a wire guide and the wire guide would not pass through the stent lumen. The straightener was used. FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent'.